Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue could not be verified. The failure investigation has been completed. Based on the analysis, the alleged issue could not be verified.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 47 mg/dl. Low bg cause was not known. Customer consumed carbohydrates to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.